Event description:
During a lap appendectomy procedure, the devices partially fired during initial firing.there were loose staples, partially came out prior to firing. The ones closet to the gun part partially fired, and the rest of the staples did not fire at all. Unk how case completed. No patient consequence.